Event description:
It was reported by the distributor in (B)(6) that during incoming goods inspection, it was observed that the arthro pusher/cutter device could not cut the suture. There was no procedure nor patient involvement reported. No additional information was provided.

Manufacturer narrative:
Additional narrative: UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. The complaint device was received and evaluated. No anomalies were observed on the exterior of the device. A little piece of suture was inside the cutter. When performing the functional test, a test suture was placed inside the cutter hole, the device was not able to cut the suture, no obstruction was felt during test. On magnification, the cutter hole guide edges were found damaged. The cutter blade is also damaged. A manufacturing record evaluation was performed for the finished device 20e02 number, and no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection and test result, this complaint can be confirmed. The possible root cause can be attributed to an excessively activation of the cutter actuator or an insertion of stronger materials than the cutter is capable to cut. This device was manufactured on may 2020, is two years old, the device may have been activated during this period of time while in stock, however, this cannot be conclusively determined at this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance. H4: the device manufacture date was reported as 5/1/20 in the previous report and has been updated to 5/7/20.